Event description:
Pseudosepsis (joint inflammation: pain, effusion and swelling in the injected joint. Information was received in 07/04 from a physician (traumatologist) regarding a pt who experienced "pseudosepsis on the third synvisc injection without synovitis," with pain and effusion in the injected joint. The pt's medical history, indication for synvisc, and dates of therapy were not provided. At the time of this report, the pt was recovering. Additional info was received in 08/04 from the pt's orthopedic surgeon. The pt with a history of osteoarthritis for 8 months and previous treatment with nsaids. X-ray findings showed mild osteoarthritis, grade I-ii, with joint narrowing and osteophytes. The pt experienced pain, swelling, and effusion in the injected joint. The pt received a series of three synvisc injections into the right joint (joint unspecified), in 06/2004. No effusion was collected prior to any of the injections. In 2004 (following the third injection), the pt experienced pain, swelling and effusion in the injected joint. In 2004, 30ml was aspirated from the joint and sent for analysis. The pt was prescribed analgesics. Knee joint aspirate 2004 showed: microscopic findings of no crystals detectable, chemistry: c-reactive protein 12.0mg/l (normal: below 10mg/l) and hematology was within normal limits (no shift). In same day, pt underwent an arthroscopic lavage. Knee joint aspirate from two days later showed: microscopic findings no microorganisms/no crystals detectable, leukocytes: polymorphonuclear 42% and mononuclear 58% (normal: sterile aspirate), chemistry: c-reactive protein 56.0mg/l (normal: below 10mg/l), ldh 329u/l (normal: 135-225u/l), total protein 6.0g/dl (normal: 6.6-8.7g/dl), hematology was within normal limits (no shift), and bacteriology: aerobic and anaerobic cultures (after 48 hours) were normal (no growth). The physician reported the symptoms as "related" to the injection. At the time of this report, the pt's outcome was unknown.